Event description:
The tacti cath quartz 75 was prepped by tech in the normal fashion. When it was connected to the tacti cath unit, it wouldn't recognize/locate the catheter. It was unplugged and plugged back in and still would not work. Another one was used and worked just fine. The patient was not affected as this was outside the body. The lot number on the new device is #5454366.